Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 539 mg/dl, which was treated with manual injection. Customer had symptoms of nausea and vomiting. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that time and date were not correct. Customer was assisted with programming time and date. Customer receive no alarms. After troubleshooting, customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer reported of being hospitalized in june for high blood glucose.